Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that patient experienced hypotension and stent damage occurred. The target lesion was located in a coronary artery. After advancing the 300cm marvel guidewire, a 3.00 x 20mm synergy ii drug-eluting stent was advanced for treatment. However, the patient experienced low blood pressure. The stent was removed and the wire was repositioned. It was then noticed that the stent was unable to advanced over the wire and the tip was dragging the coating material off the wire. The procedure was completed with a different device and no further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Synergy ii us mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip found distal tip damage. A recommended 0.0140 guidewire loaded through the tip without issue. No other issues were identified during the product analysis.

Event description:
It was reported that patient experienced hypotension and stent damage occurred. The target lesion was located in a coronary artery. After advancing the 300cm marvel guidewire, a 3.00 x 20mm synergy ii drug-eluting stent was advanced for treatment. However, the patient experienced low blood pressure. The stent was removed and the wire was repositioned. It was then noticed that the stent was unable to advanced over the wire and the tip was dragging the coating material off the wire. The procedure was completed with a different device and no further patient complications were reported.